Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 100% stenosed lesion in the mid left anterior descending (lad) artery with mild calcification and mild tortuosity. The 2.5x15mm trek balloon dilatation catheter (bdc) was used to for dilatation at 8 atmospheres (atm); however, after completion of dilatation, the balloon failed to deflate. The indeflator was removed and reconnected, but the balloon still would not deflate. Although, the balloon remained inflated; the bdc was able to removed without issue. A non-abbott bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported failure to deflate could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to deflate could not be determined. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is unlikely that the instructions for use (IFU) violation contributed to the reported complaint. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported failure to deflate could not be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - incorrect removal was added.